Manufacturer narrative:
(B)(6). Device code a040601 captures the reportable event of stent buckled material inside the patient. Impact code f1001 captures the reportable event of cancelled/rescheduled procedure. Investigation analysis: upon receipt at our quality assurance laboratory, this tria ureteral stent underwent a thorough analysis. Visual analysis of the returned device identified that the stent bladder coil was buckled. Functional evaluation was performed, and a sensor wire of 0.035 was inserted into the stent to evaluate if some resistance is felt inside the device, however, no resistance was felt, and the guidewire was able to fully pass through the stent. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors. If the positioner is advanced with excess force over the guidewire the stent can get buckled/accordioned resulting in a difficulty/unable to advance the stent to the target site. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a tria ureteral stent was used in a procedure. During the procedure, the stent was difficult to advance, and it was noticed that the bladder coil had become accordioned. The procedure was not completed due to this event and there were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Event description:
It was reported that a tria ureteral stent was used in a procedure. During the procedure, the stent was difficult to advance, and it was noticed that the bladder coil had become accordioned. The procedure was not completed due to this event and there were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
Block e1: initial reporter state (B)(6)/ block h6: device code a040601 captures the reportable event of stent buckled material inside the patient. Impact code f1001 captures the reportable event of cancelled/rescheduled procedure.